Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1760 showed no other similar product complaint(s) from this lot number.

Event description:
It was team was about to do the routine management of the PICC line in place for about 3 months. At the time of flushing and checking the catether, the hcw saw a leakeage of the normal saline 0,9% from the exit site. By discovering the dressing, the hcw removes the connector¿s of catether with 2 cm of catheter attached, while the remaining part of the catheter was recovered with the intervention of the md-hemodynamist.